Manufacturer narrative:
The steris service technician arrived on site to inspect the reliance 444 washer/disinfector and found that the unit was displaying an alarm reading "doors did not open." Further inspection revealed that the unit's door had an absence of compressed air causing the door to fall while it was being opened. The customer stated they had intermittent air compressor issues. The unit was manufactured in 1998 and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. Steris notified the user facility of their compressed air issue and the customer confirmed they would make necessary adjustments. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a cut while operating their reliance 444 washer/disinfector when the door of the unit fell onto their hand. It is unknown if medical treatment was sought or administered.